Event description:
It was reported by service report that the bed lifts were stuck in the upright position, the fowler was moving with unintended motion, and the footboard was missing modules. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Litter signal coil cord malfunction hindered lift motions. Cracked footboard modules. Fowler unintended motions due to malfunctioning cpu board.